Event description:
It was reported that a customer visited the emergency room and was subsequently hospitalized due to a high blood glucose level; however, the exact level was unknown. The customer received intravenous (IV) fluids and insulin treatment, which resolved the issue, and no permanent damage was identified by healthcare professionals. The customer was released after six days. No further information was available regarding this event.

Event description:
It was reported that a customer visited the emergency room and was subsequently hospitalized due to a high blood glucose (bg) level; however, the exact level was unknown. The customer received intravenous (IV) fluids and insulin treatment, which resolved the issue. The customer was released after six days. Additional information provided on 22-january indicates the customer reported the pump kept "falling out" which resulted in a high bg, diabetic ketoacidosis and neuropathy. The customer reports having no use of their left arm or right hand due to nerve damage.

Manufacturer narrative:
Updated b5, b7, d1, d2a, d2b, d4, g4, and MDR codes.